Manufacturer narrative:
The patient was revised due to dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the femoral head and the search and/or review of device history records was not possible against the unknown liner. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update received (B)(6) 2017. Clinical report was received stating that the patient was revised to address a dislocation. Invoice has been found providing part and lot numbers.